Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation it was found that the bending section cover and the connecting tube both had foreign objects, and the connecting tube has coating peeling, (1mm2 or more). Additional findings were as follows: the image guide protector, the universal cord, the control unit, the scope cover, the switch1 the, scope connector, the grip and the angulation lever all had a scratch, due to damage on charge-coupled device unit, foggy image occurs, due to deformation of electrical-connector, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet the standard value, and due to wear of angle wire, bending angle in down direction does not meet the standard value, the connecting tube, the forceps channel port, the distal end, the up/down plate all had a dent, the light guide lens has stain, the distal end has a crack, the connecting tube has a buckling, the light guide cover glass had corrosion, and no electrical continuity due to damage on distal end. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchovideoscope connecting tube had scratches, bending rubber discolor, and low angulation. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the bending section cover and the connecting tube both had foreign objects, and connecting tube has coating peeling, (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: d9 - date returned to manufacturer. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause could not be determined. Based on the results of the investigation, physical/chemical stress was applied to insertion tube during user handling, which caused peeling off coating. Additionally it was possible that the user could not conduct reprocessing properly to remove the foreign materials due to leakage from electrical connector. The event can be prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling off coating, holes, sagging, transformations, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.